Event description:
(B)(4). Terrible right sided pain. Had a CT scan lots of scar tissue possibly blocking my right ureter ended up have a scope put up urethra to make sure ureter block was on the outside.